Event description:
It was reported by the customer that they received multiple l3-020 error codes during the breast biopsy. When they removed their holster they noticed a piece broken off from the end of the blue cable. This piece was disposed of. The case was completed with a second holster with no pt consequence.

Manufacturer narrative:
Evaluation summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found the blue cable was causing an l3-020 error code per customer complaint. The blue cable was replaced to correct the issue. The holster was functionally tested and found to operate properly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.